Manufacturer narrative:
Concomitant medical products: 383069 lead, implant date: (B)(6) 2014 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed superior vena cava (svc) syndrome and left extremity edema. The pacing system was removed and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed superior vena cava (svc) syndrome and left extremity lymphedema. The pacing system was removed and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.